Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation (unspecified)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, tooth disorder, hormone level abnormal, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ perforation (unspecified), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, bladder infection, uti (urinary tract infection), vaginal infection, vaginal discharge, dental problems. Hormonal changes, vision problems and weight gain¿. Reporter¿s information, demographics, lab data, essure indication (amended), and essure insertion date (updated) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.